Manufacturer narrative:
(B)(4). (B)(6). This device was returned for service; however, did not meet manufacturing specifications during pre-repair assessment. During repair, it was determined that the reported condition was confirmed. The assignable root cause was determined to be due to improper maintenance. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Event description:
It was reported from (B)(6) that during service and evaluation, it was determined that the motor device did not hold the attachment device. It was further determined that the device failed pretest for cutter lock, safety, rotational speed. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Manufacturer narrative:
Additional narrative: correction: it was inadvertently missed in the initial report that the locking mechanism on the motor device was not functioning. Furthermore, the device failed cutter lock at pretest which consisted of cutter device not secured into the locking mechanism and no motor rub. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.